Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however the difficulty removing the stent delivery system was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal circumflex artery with no tortuosity, moderate calcification and 90% stenosed. A balance middle weight (bmw) universal ii guide wire was advanced without any resistance noted with the guide catheter and pre-dilatation was performed with a 2.0x20mm trek balloon dilatation catheter (bdc). A 2.5x28mm rx xience xpedition stent delivery system (sds) was then advanced; however, could not cross the lesion due to the calcified vessel. The sds was withdrawn; however, resistance was met with the guiding catheter and once outside of the patients anatomy the proximal edge stent struts were noted to be flared. Additional dilatation was performed with a 2.0x15mm non-abbott bdc and a 2.5x23mm xience xpedition sds crossed the lesion and the stent was implanted to ultimately treat the lesion. There were no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.